Manufacturer narrative:
Analysis found that the generator failed the power curve and power check. It was noted there was high output on 20 watts at 50 ohms (22.6) 20 watts at 100 ohms (23), 20 watts at 125 ohms (23.1), 100 watts at 200 ohms (89.2), and 200 watts at 200 ohms (178). It also noted that current limiting was out of spec and the hf idling voltage load was out of spec. It was noted that the main pcb would need to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the generator was returned for scheduled preventative maintenance/calibration.